Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 55 mg/dl. Subsequently, the customer lost consciousness and broke an ankle. The cause for the reported issue was unknown. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.